Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed after arterial sheath insertion. The physician made the decision to deploy a stent over the dissection flap to resolve the reported issue. The patient was discharged with no reported issues. As of the date of this report, there was no report of patient harm.